Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had reached battery depletion prematurely. A comparison of the use before date field and implant date found the device was implanted after the use before date. The device remains in use. No patient complications have been reported as a result of this event.